Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v466367, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient got a urinary tract infection (uti) "about three weeks" prior to the report that she "just recently got over" at the time of the report. The patient saw her health care provider (hcp) for the uti and was given antibiotics, which she finished taking the day prior to the report. The patient stated that her hcp believed the reason for the uti may have had something to do with the frequent traveling the patient did. The patient believed the uti may have had to do "something with the water because she went in the restaurant and got a cup of hot water with honey in it or green tea and it was all stemming from that." The patient stated that she began taking her own filtered water from home while traveling. The patient did not know if her device was related to the uti. The patient stated that before implant she "went through some serious things with hcps" and one hcp told her "it was all in her head and that she was crazy." Before the implant, the patient was "constantly flooding her clothes" and still had to take an overactive bladder medication because "her hcp said it was probably because her condition was so severe." The patient also stated that before implantation she had a hysterectomy where the surgeon "clipped, cut, pinched, or clamped the nerve that went to the bladder and it took them twenty years to find the problem." The patient was very happy with her therapy. Additional information was requested, but was not available as of the date of this report.